Event description:
It was reported that the distal tip, where suction plugs in, broke off upon preparation of surgery.

Manufacturer narrative:
Additional information will be provided once investigation is completed.